Event description:
It was reported that the patient had both her pumps giving her high-pressure alarm. She changed out the cassette and tubing several times on both pumps with no success. Due to patient being on a medication short half-life, advised patient to seek medical attention. Patient agreed and stated she would make her way to the closest hospital that carries the medication she was on. After initial call, patient used a new cassette and was able to continue treatment and did not have to go to the hospital. Patient had interruption in therapy for several hours and restarted with no complaints of adverse event. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.